Event description:
It was reported that a patient experienced increased spasticity and a catheter occlusion was confirmed by dye study. The exact location of the occlusion was unknown. The patient required surgical intervention on (B)(6) 2015 to revise/explant and replace the catheter. No catheter segments were left in the patient not in use. Following the surgery the patient started a reduced dose of intrathecal gablofen. The patient was alive with no injury at the time of this report. The pump was used to infuse gablofen. Further follow up was being conducted to obtain information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type catheter. (B)(4).